Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The meter with serial (B)(4) and test strips of lot # 1016916 were returned for an investigation. The precision reading complaint was not confirmed. Results were within the range specification. The reported readings were found in the meter memory log, but they were not completed within a ten minute timeframe. This is the final report.

Event description:
A customer reported she received within ten minutes the following readings on her freestyle flash blood glucose meter: 400 mg/dl, 457 mg/dl, 66 mg/dl and 69 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported she experienced confusion, lightheadedness, dizziness, sweatiness and blurred vision. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly drank pineapple juice to alleviate her symptoms. There was no report of death or serious injury associated with this event.